Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the forceps broke during a laparoscopic procedure. The metal flap that was lost in the patient's abdomen was located immediately. However, further radiological examinations were necessary to locate the metal fragments, which exposed the patient to x-rays and extended his general anaesthesia by at least two hours. This delayed the end of the operation and subsequent operations. As x-rays were taken and further anaesthesia was administered, the case is deemed reportable.